Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a 525cc saline mentor smooth round moderate profile breast implant on the left side and an unspecified mentor saline breast implant on the right side and experienced deflation on the left side and cutaneous contour deformity and device migration on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 700cc saline mentor smooth round moderate profile breast implants, catalog number 3501697, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020. This report is for the patient's right-sided device.